Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30151529l number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smart touch sf unidirectional catheter and suffered hematoma, vessel perforation, and retroperitoneal bleeding requiring surgical intervention. The patient was in good condition when they left the lab and upon immediate examination after the procedure (abdominal ultrasound). There were no suspicious alerts/errors that were displayed during case. Approximately 2 hours after the case, the patient complained of pain in the lower abdomen and a hematoma on the inguinal area was noticed. Another ultrasound was performed, and severe retroperitoneal bleeding was noticed. The patient was transferred to the operating room (or) and vascular surgery was performed. Extended hospitalization was required for recovery and observation. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, the surgeon concluded the bleeding might be due on the femoral puncture (fistula). The sheath used during the case was a st. Jude medical sheath (non-biosense webster, inc. Product). The force visualizations that were used were graph, dashboard, vector, and visitag. The visitag visual module was used and the position was 3mm, the stability was 3s, and the force was 25% over time 3s. After further review, the femoral puncture (fistula) was assessed as a vessel perforation and not a fistula.